Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. There was a check clutch/ plunger lever error in history. An occlusion test was performed, and the issue was confirmed. The clutch's half was replaced, and the issue was resolved. Other repairs were made, and the device was calibrated.

Event description:
Information was received indicating that the medfusion 4000 pump displaying a clutch plunger lever error during the occlusion test. There were no adverse events reported.

Manufacturer narrative:
Other, ( patient code).

Event description:
Additional information was received indicating that there was no patient involved.